Manufacturer narrative:
Tandem¿s t:slim user guide states ¿use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the back of the cartridge was damp and that no drops of insulin were seen at the end of the fill tubing. Reportedly, the cartridge was filled approximately 200 units and the customer attempted to refill the cartridge multiple times. There was no impact to the customer's blood glucose level. The customer loaded a new cartridge and resumed insulin delivery.